Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that resistance was experienced during the fill process with multiple cartridges. There was no impact to the customer's blood glucose level. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.